Event description:
It was reported the patient had tmj prothesis implanted about 2 1/2 years ago. The patient had an infection in the same area, so the doctor decided to remove the implants.

Manufacturer narrative:
The user facility is foreign; therefore a facility medwatch report will not be available. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. There were two parts implanted and explanted, see report 1032347-2010-00123.